Event description:
Clinical study. It was reported that during a coronary drug eluting stent treatment procedure, crossing difficulties were encountered. The lesion being treated was a calcified circumflex artery lesion. The lesion was not predilated. The physician was unable to cross the lesion with a taxus express2 8.8% 2.75 x 12 mm drug eluting stent. Upon removing the stent from the pt, it was noted that the stent appeared bent. There were no pt complications.